Event description:
Upon further review, it was determined that the irrigation with inconsistent flow until a drip appeared demonstrated that the patient experienced posterior capsule rupture during the cortex phase of cataract surgery.

Manufacturer narrative:
Correction information was provided in sections b5 and h6 the company representative was unable to confirm nor replicate the reported event. However, the company representative was able to coach the surgeon on extra mitigation measures, to alleviate the reported event from reoccurring. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that an ophthalmic operating console had irrigation with inconsistent flow until a drip appeared during cortex phase of cataract surgery. The surgery was discontinued and the procedure was changed to alternative one. The patient was transferred for explantation in the eye (unknown), vitrectomy and secondary implantation in the sulcus. The patient was recovered with persistent condition.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).